Event description:
It was reported that during an atrial flutter ablation procedure, charring occurred. The target lesion was located in the right atrium. The physician commented that following ablation with an intellatip mifi xp catheter there was more char than normal on the tip of the catheter. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).